Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via friend/family member who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Patient reported a therapy related issue. Pt stated that they got into a motorcycle accident (not caused by the ins) and landed on their back where the ins is located. Pt reported that the ins turns on and operates, but something is wrong w/ the therapy. Pt explained when they turn the ins on and use the therapy, the pt's pain is intensified by "100 or more". Pt noted that the ins has been off for a long time and they are dealing w/ severe pain in their back from the accident. Pt stated that they need to know if something is wrong w/ the stimulator, or if the ins battery or leads have moved from the accident. The caller reported that the implanted device is not working and they need to have the device checked. The caller reported that the patient was in pain and started to escalate over the past year. The patient has had a couple of motor vehicle accidents with the most recent being latest (B)(6) 2020 motorcycle accident.

Event description:
Caller met with patient and checked connectivity and impedances and everything looked "great". Caller reprogrammed patient to cover more areas of pain and discussed upgrading ins. Caller confirmed there are no further actions planned at this time as patient is going to be meeting with their new provider.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.